Event description:
During incoming inspection of the device, our foreign consignee reported the catheter was flattened. No other details regarding the nature of the event were provided. Since the event occurred during incoming inspection of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.